Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain via a manufacturer¿s representative (rep). The rep reported that there was a message of low battery on the patient programmer (pp) despite changing the batteries. The rep reported that the pp functioned fine when checked. The rep also reported that the patient claimed stimulation stopped over the weekend but according to the stimulation diary, the patient was getting stimulation every day over the weekend. The rep checked the equipment and it all worked for them. Additional information was received from the patient on (B)(6) 2019. The patient reported that the pp wasn¿t working. The patient reported that on friday he got a ¿signal¿ from the pp that the batteries needed to be changed. The patient noted that it was just a battery screen, but when he got out the recharger to charge, the ins battery level was at 50%. The patient reported that he even changed the pp batteries. The patient reported that he powered the pp off and then on, but the pp didn¿t power back on. The patient reported that he had to go to the hospital because the ¿pain was out of control¿ due to him not being able to adjust the stimulation. The patient reported that he re turned home from the hospital on (B)(6) 2019. The patient confirmed that he was using alkaline batteries. No further complications were reported.